Manufacturer narrative:
E1: (B)(6) hospital - diagnostic treatment centre the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrode loop broke on the probe. The issue occurred during a transurethral resection of the prostate procedure and was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information g1: correction h2: additional information, device evaluation, correction h3: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was evidence of charred marks on the red filters. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.